Manufacturer narrative:
The implant date, lot number, manufacture date and expiration date were unable to be obtained though good faith efforts. The data was obtained through a review of the surgical history previously provided by the physician.

Event description:
It was reported that the patient experienced recurring incontinence with an artificial urinary sphincter (aus) leading to a replacement surgery. There were no malfunctions reported related to the explanted device. The patient did not experience any adverse events and was said to be okay following the procedure.